Event description:
The customer reported that the system had a physicist discrepancy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and calibrated the magnification mode. The system was tested and found to be working as intended and put back into service.